Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: loosening, migration. Review of event description: it was reported that the patient was implanted a revitan, proximal part, conical, uncemented, on an unknown date and the patient underwent revision surgery on june 29, 2017 due to loosening of the neck section. Review of received data: x-rays: on (B)(6) 2017 - x-ray pelvis mixed / left hip semi-axial comparative preliminary images are not available. The beck overview image is centered on the pelvis, so the distal stem portion is not shown on both sides. Right total cemented total hip endoprosthesis without indication of loosening of the implant components, socket inclination angle right about 30 °, no recognizable osteolysis, periarticular ossification in projection lateral to the tambourine. Stem fully represented in the lateral projection of the left hip joint. Left cementless modular stem and cementless acetabulum at about 40 ° inclination, small osseous absorption zone lateral of the acetabulum roof. Significant shortening of the leg with corresponding elevation of the greater trochanter, thereby contacting the trochanter tip with the lateral socket area. Distal stem portion orthograde in situ without loosening signs. In the area of the proximal stem portion metaphyseal medial and lateral of the implant clearly recognizable gap in the absence of positive fit of the implant with the adjacent bony bearing. The margins of the bony bearing medial and lateral are sclerosed as an indication of the former implant site. The gap at the interface proximal neck / bony bearing extends to below the conical connection, the medial gap is in the amount and below the conical connection slightly bulged, lateral completely linear from proximal to distal. Cranial of the proximal neck visible larger ossification formation, almost filling the intraarticular space to the lateral cup area. A loosening of the cone is not recognizable. On (B)(6) 2017 - x-ray pelvic overview / left hip lauenstein comparing to the pre-recording rotational conditions of the left hip not equivalent, distal stem portion not shown on both sides in the pelvic overview image. Proximal neck part lengthened, recognizable gap at the interface shaft / bony bearing until underneath. Tapered connection, trochanter minor recessed by half at an angle, comparatively markedly reduced leg shortening. Surgical report: on (B)(6) 2017 - operation report prof. (B)(6). Therapy / diagnosis: revision of the left hip with replacement of the neck and inlay and extension of the left revision implant (65mm neck head steel diameter 32 length l, durasul inlay increased size ll / 32) due to stem herniation of the left hip when the revitan revision stem is inserted with suspicion of loosening of the modular neck. Indication: implantation of a total endoprosthesis in the area of the left hip joint, replacement surgery due to loosening of the short stem introduced primarily, a clear sintering of the implant was available. Failed further revision surgery, stem had shown firmly in place with significant re-sintering. Existing bony impingement of the greater trochanter to the bony pelvis, especially of the gluteal musculature was not given. In case of suspected loosening of the neck of the inserted revision prosthesis planned replacement of the neck, thereby lengthening to achieve the bias and gaining leg length at 2 cm length loss. Surgery: original anterolateral approach, after opening the fascia empties amber-colored slightly grayish effusion, smear removal. Very tight and tight conditions. After knocking off the head depicting the denture entrance into the femur. This shows a significant abrasion situation, smears of the bony tissue for microbiological examination. Upon further preparation, the locking screw of the neck part is not fixed, can be removed easily. This also loosened neck part with significant retroversion of about 45 °. It shows that the neck part is not firmly attached to the cone of the shaft. The stem is tightly fitting in situ. After lavage, change the neck piece and apply the locking cone screw. Change of the pe inlay to an inflated inlay (14h) and new head. After reduction leg length to 0.5 cm balanced, good preload of the joint. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: aseptic loosening of stem, bone fracture due to incorrect distribution of load due to design (e.g. Stress shielding) => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Aseptic loosening of stem, bone fracture due to insufficient primary stability due to design . => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Aseptic loosening of stem due to insufficient secondary stability. => possible, it is possible that insufficient secondary stability was given. Aseptic loosening of stem due to surgeon unfamiliar with implantation technique of this stem design (early stability, incorrect use etc.) . => possible, it can be that the surgeon was unfamiliar with the technique. Failure of surgery due to insufficient warning of side effect/ contra-indications. => possible, it is unknown when the devices were implanted and if they were implanted according to surgical technique. Implant breakage due to inappropriate advice by surgeon to inform patient on activities and limits. => possible, it can be that the surgeon did not inform the patient about post op restrictions. Conclusion summary: the implantation time of the revitan prosthesis on the left side is unknown. The resignation of the revitan stem, which was recorded in the medical history, cannot be confirmed with certainty due to the lack of comparative radiographs. When and why it came to loosening of the securing cone nut cannot be found in the present documents. An implant failure or a loosening of the cone nut cannot be detected on the preoperative radiographs. The fixed position of the distal stem portion described intraoperatively on (B)(6) 2017 can be confirmed on the basis of the pre-operative radiographs of (B)(6) 2017. Due to the change of the neck portion on (B)(6) 2017, not only a clear compensation of the existing leg shortening on the left side could be achieved, but also a certain improvement of the bony impingement situation of the greater trochanter to the bony pelvis which is recognizable in the present postoperative x-ray image on (B)(6) 2017. Whether the proximal stem portion of the revitan prosthesis was osseointegrated at the time of the revision surgery on (B)(6) 2017 cannot be assessed with certainty on the basis of the available documents. The intraoperative abrasion situation cannot be confirmed due to the lack of histological findings. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4). The actual device reported in section d is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a revitan, proximal part, conical, uncemented, insert and head on an unknown side on an unknown date and the patient underwent revision surgery on (B)(6) 2017 due to loosening of the neck section.